Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the small battery drive device control unit was not functioning, and the handpiece was in very poor condition. It was noted that the motor controller trigger nose was broken, the controller and motor were faulty, the trigger slide was very stiff, and the bearings were worn and noisy. It was also noted that the device failed pre-repair diagnostic tests for general condition, marking and labeling, attachment coupling assessment, and trigger and electric control unit (ecu) function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.